Event description:
On 11/20/2024 it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer drive shaft and an ar-9597-10 angled reamer sleeve would not separate. This was discovered during the case with no patient harm.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9676, serial/batch number (B)(6), was received for investigation. The devices arrived separated for evaluation. The visual evaluation revealed heavy scratches and lines at the proximal and distal ends. Functional testing was conducted with the received mating parts ar-9597-10, batch 37622248. It was noted that when attempting to insert the shaft into the ar-9597-10, resistance was encountered, preventing the driver shaft from fitting inside the ar-9597-10. (B)(4) was implemented. The changes being implemented are due to a product improvement initiative to address complaints related to the ar-9676 drive shaft seizing/binding during use. Ncr-27796 was opened to address the issue of the parts binding/sticking together.